Event description:
Leakage noted coming from tubing during infusion of lipids and tpn on a patient. Follow up with customer revealed that tpn was hung at 0800 and per their hospital policy, blood glucose done on patient one hour after start of infusion of therapy. At 0900, blood glucose level was 38 (40 or higher is reported to be the norm). The bed was found to be wet. The tubing was immediately changed and the nurse reports that there was no patient injury. Rn involved in incident had reported that leakage looked like it was coming out of the area at the luer connection. Rn had reported that there was no hole visibly seen in the tubing. Rn reports that when tubing was changed, tpn infused without difficulty and it was reported that patient's blood sugar level had gone up to an acceptable level, one hour later.